Event description:
It was reported a patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2007 due to aseptic loosening of the acetabular component. The acetabular component, polyethylene liner and modular head were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2007 due to aseptic loosening of the acetabular component. The acetabular component, polyethylene liner and modular head were removed and replaced. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. Lawsuit further alleges the presence of gray staining of the soft tissue and metallosis stained tissue was noted during the revision procedure. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2007 due to pain. Operative report noted the presence of metallosis, gray stained tissue, and burnishing on the cup. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-04422 & 2014-04506).

Event description:
It was reported a patient underwent left total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2007 due to aseptic loosening of the acetabular component. The acetabular component, polyethylene liner and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a left hip revision on (B)(6) 2007 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion and elevated metal ion levels. Lawsuit further alleges the presence of gray staining of the soft tissue and metallosis stained tissue was noted during the revision procedure.